Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to regurgitation, structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second device, a 26mm transcatheter bioprosthetic valve, was implanted into an existing 25mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the original 25mm device at the time of the procedure was sixteen (16) years, one (1) month, and twenty-one (21) days. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Event description:
It was reported via the implant patient registry that a second device, a 9300tfx 26mm, was implanted into an existing 25mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the original 25mm device at the time of the procedure was sixteen (16) years and one (1) month. Both devices remain implanted. Through follow up with the health care provider, medical records were received. The patient preoperative history and physical states this patient was admitted for tavi with a history of avr in 1999. He had a recent history of chf and progressive bioprosthesis stenosis. It also stated a recent echocardiogram revealed decreased lvef of less than 20% with akinetic apex. The bioprosthesis had a valve area of 0.6 sq cm with a mean gradient of 24mmhg. The echo confirmed progression of aortic valve stenosis. Mild aortic regurgitation is present as is mild-to-moderate mitral regurgitation and moderate tricuspid regurgitation. Pulmonary artery pressure is 46mmhg. The assessment stated "critical aortic valve bioprosthesis stenosis with severe ischemic cardiomyopathy and recent history of chf." The operative report noted aortic valve stenosis, CABG with chf and he presented with cardiomyopathy. He was high risk for surgical replacement due to his ventricular function and comorbidities. The patient was prepped for the procedure and implanted with the 26mm tavr valve. An echo confirmed there was no aortic insufficiency at completion of the implant. The patient tolerated the procedure well and was transferred to ICU for post-operative monitoring in serious condition.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure were unsuccessful; therefore, the root cause for the stenosis of this valve remains indeterminable. However, the medical records noted this patient has multiple comorbidities and multivalve dysfunction. His implant of the surgical valve took place approximately sixteen years prior to the tavi. Restenosis of a valve and multiple valve dysfunction in a male patient are all considered contributing factors towards failure of a bioprosthesis. The comorbidities were not provided. Therefore, we are unable to assess this clinical statement.